Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). The screw was explanted on an unknown date in (B)(6) 2016. The complaint indicated that the device broke post-op requiring additional surgical intervention. The 510k#unknown. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medwatch user facility (uf) report (B)(4) was received. It was reported: cortex screw broke and was removed from the patient. Original intended procedure: orif left 4th and 5th tarsometatarsal joints. Device usage problem: device failed. On an unknown date in (B)(6) 2014 the patient underwent an open reduction internal fixation (orif) of the left 4th and 5th tarsometatarsal joints and was implanted with a cortex screw. Upon discovery of the broken screw and patient pain, the screw was removed on an unknown date in (B)(6) 2016. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: this complaint is confirmed as the returned screw is visibly broken at the mid-thread point. The proximal portion was returned, however, the distal portion sheared off from the screw fragment was not returned for evaluation. Based on the provided information for the screw, which indicates a length specification of 34.0mm - 34.2mm, and a measurement of the screw length when returned, the sheared off distal screw fragment would be approximately 16.0mm in length. Whether this complaint can be replicated is not applicable as the screw is already broken. A visual inspection under 5x magnification and a drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The manufacturer is unable to determine a definitive root cause; however, the most likely scenario involves excessive strain by the patient. The tabulated screw drawing review for the family of 2.7mm diameter screws was conducted. No product design issues or discrepancies were observed. No new, unique, or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: dzl. 510k unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.